Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months post filter deployment, patient was found to have inferior vena cava filter that was perforating the vessel wall causing retroperitoneal hematoma. The patient underwent an embolization of the second right lumbar artery with retrieval of the inferior vena cava filter after a computerized tomography scan with reconstruction of the vessel anatomy was performed to enable closer pinpointing of the hematoma to the second right lumbar artery. Subsequently a few days later, patient indicated with abdominal pain, hence abdomen/pelvis with contrast was performed which showed, the retroperitoneal mass extended from a point just dorsal to the greenfield filter interiorly to the level near the top of l5. This could be the result of a sub acute retroperitoneal hematoma with some acute ongoing bleeding. Approximately three days later, computed tomography an inferior vena cava filter was seen just superior to the mass. Subsequently next day, inferior vena cavogram demonstrated inferior vena cava with no thrombus affecting the filter and filter was in satisfactory orientation. Successful retrieval of the inferior vena cava filter with no signs of aortocaval fistula on follow up angiogram. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for deep vein thrombosis and pulmonary embolism prophylaxis. Approximately two months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated, and the patient reportedly experienced abdominal pain, diagnosed with hematoma. The device has been removed percutaneously. The current status of the patient is unknown.